Event description:
The lay/user patient contacted lifescan (lfs) france on november 16, 2007 via fax and alleged that her one touch ultra meter battery indicator appeared on the display and would not allow her to test. The technical service representative (tsr) corresponded with the patient on november 18th, 2007 to obtain/verify the following information. The patient tests her blood glucose 3-5 times per day. Her medication regimen consists of the following: "novo-mix" 30 insulin, "20-26 units in the morning, "same thing at noon" and "40-46 units taken in the evening." The patient adjusts and reduces her insulin dosages based on her own decisions according to meter readings. The tsr verified that this was not a new product. However, it was discovered through troubleshooting that the patient had not changed the battery per meter owner's manual guidelines (use error). All lifescan products have been replaced. The patient reported this issue started in 2007 at 10:30-11:00 am. She stated, she began her day by trying to test and was unsuccessful due to the battery indicator issue. She then ate her breakfast of buttered slices of bread with fruit, between 6:30-6:45 am and then took her insulin (26 units of novomix) at 7:10 am. By 10:30 am, the patient stated that she felt "perspiration and blurred vision," which are some of her typical symptoms of hypoglycemia. As treatment of her symptoms, the patient stated that she took "two pieces of sugar with jam," and felt better "about an hour later." The patient denied receiving any medical attention or seeking advice from a health care professional. This complaint is being reported due to the following conclusion: due to the meter battery indicator message, the patient alleges that she was unable to test her blood glucose and adjust her insulin based on the readings. She then took insulin and experienced symptoms suggestive of hypoglycemia, which may have led to a serious or life-threatening injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.